Event description:
The customer contacted baxter's (B)(4) regarding system error (se) 2240, which occurred on the homechoice (hc) during dwell 4/5. The home patient (hp) was still connected. The supply bags were empty except for the heater bag. The baxter technical service representative (tsr) asked if a bag disconnected and the hp stated no. The sample was discarded and the lot number was unknown. Proper procedures per the user manual were reviewed with the hp. No patient injury or medical intervention was reported at the time of the initial report.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).